Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4 (the motor arm cannot communicate with the main arm), pump error 15 (the critical block and inverse critical block did not add to zero), pump error 23 (post-reset ram crc alarm). The event involved product(s) mmt-1884. Trouble shooting was performed and customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 15, pump error 4, or unexpected pump error 23 alarms occurred during testing. A review of the formatted history file shows on (B)(6) 2024 at 00:34 the pump alarmed pump error 15 (line number 442 file number 38), pump error 4, and pump error 23. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, missing display window cover, missing serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 15 alarm is confirmed due to a software error. Pump error 4 alarm is confirmed as a result of error 15. Pump error 23 alarm is confirmed, fault often happens if the pump restarts without a safe shutdown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.